Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) that the evaqua tubes of 5 rt235 infant dual-heated evaqua breathing circuits were found leaking. It was further reported that the tubes have "some perforated spots." This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot manufacture date 101112; 11/12/2010. Lot 101029; 10/29/2010. Method: the complaint rt235 infant breathing circuits are not expected to be returned to fph (B)(4) for investigation as the healthcare facility has reported that the devices have been discarded. Our analysis is accordingly based on the event description and additional information provided by the healthcare facility. Results: additional information received from the healthcare facility confirmed that the reported "perforated spots" on the evaqua tubes were noticed before the rt235 infant breathing circuit was used on a patient. It was detected during the pressure check using the servo-I ventilator. It was also reported that no medicines were used with the complaint rt235 infant breathing circuits. Conclusion: without the complaint devices, we are unable to verify the reported fault. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the rt235 breathing circuits were damaged post-production, possibly during storage or set up. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. Our user instructions advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."